Event description:
The reporter called and alleged discrepant results when compared to the lab. The reported device results were 5.0 inr on 7/31/2006 for pt 1 and 5.1 inr on 7/25/2006 for pt 2. The corresponding lab results reported were 3.8 and 2.4 inr. Coumadin was held on 7/31/06 for pt 1. The device was replaced and requested to be returned for eval.